Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pretest, there was no problem with the water injection from the inflation valve of the foley catheter. Upon attempting to drain water, the water could not be drained, so the user stopped using it and used another product. When the syringe was left connected to the valve, the water came out, so when the user tried to inject water again and drain it, the water stopped coming out halfway through.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pretest, there was no problem with the water injection from the inflation valve of the foley catheter. Upon attempting to drain water, the water could not be drained, so the user stopped using it and used another product. When the syringe was left connected to the valve, the water came out, so when the user tried to inject water again and drain it, the water stopped coming out halfway through.